Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the control unit was not functioning. Therefore, the reported condition was confirmed. It was further determined that the nose was worn, the motor does not have enough power and the controller was not functioning properly. It was also found that the switch was defective and lettering on the cover was partially worn. The assignable root cause was determined to be due to a faulty cleaning and maintenance. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the control unit was not functioning on the small battery drive device. It was further noted that the handpiece was in a very poor condition; with the nose was worn, the motor did not have enough power, the controller was not functioning properly, switch was defective and the lettering on the cover was partially worn. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.